Event description:
It was reported that the asymptomatic patient presented in clinic after experiencing a vibratory notifier for backup vvi. A device image was received for further investigation. A device download was performed and the device was successfully restored. The patient was stable before, during, and after the interrogation and will continue to be monitored.